Event description:
Discordant low b2m results were reported over the last six months. Initial b2m results for samples diluted 1:40 were >20,000 ng/ml on the immulite 2500 instrument report and software display. The immulite 2500 software sends results to the customer lis as greater than the assay limit (> 500 ng/ml). The customer's lis applied a unit correction factor of 1000 to the results, removing the ">" symbol in the process, and reported out erroneously low results of 0.5 ug/ml. It is not known if patient treatment was altered or prescribed. There were no reports of adverse health consequences due to the discordant b2m results.

Manufacturer narrative:
Based on the information provided, the discordant low b2m results were caused by user/operator error associated with the customer's lis. The instrument is performing within specifications. No further evaluation of the device is required.